Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020, doctor found clip broken during loading into applier prior to use on patient.